Manufacturer narrative:
X-ray review results:- single post-op x-ray ap provided s/p long segment. Levels t10-ilium by report. Both of the ilium set screws are out of the screw head. Time for surgery and fusion status are unknown degree of deformity correction is not able to be evaluated on these x-rays. Possible contributory factors include failure to tighten, cross-threading, pre-stress on the rods and failure of fusion. Root cause- indeterminate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer could not identify the suspected product. Products involved in the event include the following : part# ; quantity; lot# 7078396. 1. H5196757, 7078396; 1; h5190025, 7078396; 2 . H5193470 7078396 1. H5193818, 7078396; 1. H5195481. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a pedicle subtraction osteotomy surgery. Post-op, s2 ai set screw backed out. Patient underwent revision surgery and the set screws were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.